Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was in use on a patient, the display screen went blank. The device was removed from the patient without incident. No patient or user harm was reported. The customer called technical support to report that while the device was in use on a patient, the display screen went blank-- although the device continued to operate and cycle breaths, no parameters were visible; however, alarms were not activated, and the touchscreen remained operational. The biomedical engineer (bme) confirmed the reported issue and found that the issue was possibly due to the fact that the customer had the original first-generation liquid crystal display (lcd) installed. The remote service engineer (rse) advised the customer to replace the user interface (ui) display assembly with the second-generation lcd to correct the issue and provided the customer with the part number and price of the replacement ui assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 21sep2024, the field service technician checked the connections for the display and checked with another device to confirm that the screen was the issue. The field service technician ultimately ordered the replacement user interface (ui) assembly, and upon receiving the new part, the field service technician performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.